Event description:
It was possible to take the deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330/(B)(4)) out of the spiral and to insert it with the tip in the y-connector of the excelsior sl 10 microcatheter (details unknown). It was also possible to push the coil forward but the coil did not reach the tip of the microcatheter. When the coil pusher was quite far in the microcatheter the resistance increased and it was difficult to withdrawal the coil. They used the same microcatheter for the next coil. No patient injury reported thus we consider this complaint as non mdv reportable. The aneurysm was on the tip of the basilaris.

Manufacturer narrative:
Based on additional information receiveid on 1/14/14, the file has been determined to be not reportable.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: - excelsior sl 10 microcatheter (details unknown); - new coil (details unknown).